Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) via the manufacturers' representative (rep) reported that the implantable pulse generator (ipg) tipped and was causing pain. The cause of the issue was unknown. The ipg was visually on its side and the physician surgically revised it. The device was placed deeper and flat. The issue was resolved at the time of the report. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event and follow up was not required. If additional information is received, a follow up report will be sent.